Manufacturer narrative:
A sample device was not returned for analysis, lens remained implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient was experiencing fuzzy at all distances without glasses and double vision with letters shifting slightly upper left. The lens was shifted a couple mm towards the ear. Additional information was requested.